Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a salmonella serovar typhi stool sample as salmonella group in association with the vitek® ms instrument. The sample was identified by vitek® 2 as salmonella serovar typhi, and salmonella group with the vitek® ms. The sample was then subcultured and repeated on both instruments which produced the same results. The isolate was confirmed as salmonella typhi by the reference lab. The customer reported that no incorrect result was reported to a physician. The customer stated it is not known if the patient was impacted as the sample was sent from another hospital. There was a delay for reporting the final results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of a salmonella serovar typhi stool sample as salmonella group in association with the vitek® ms instrument. An internal biomérieux investigation was performed. Problem description: suspected misidentification on a stool sample. Mode : ivd. Knowledge base (kb) version : 3.0. Vitek ms result - single choice to salmonella group. Other identification method - vitek® 2 gn card = salmonella ser. Typhi. Expected identification - salmonella typhi (isolate confirmed by moh reference lab). Orientation tests - unknown. Culture conditions - mac conkey agar, 18h. Issue date - 27sep 2017, 28sep2017. Last fine-tuning date - 14sep2017. Summary of data analyzed: sample mzml (2 mzml filse from 27&28 sept). Ecal mzml (34 mzml files from 26 to 28 sept). Biomérieux analyzed the data provided with the knowledge bases (vitek ms kb v3.0 clinical and vitek ms kb v3.1 industry) and the most probable identification is salmonella ser. Typhi. Results: discrepancies have been observed between vitek ms kb v3.0 and kb v3.1: vitek ms kb v3.0: salmonella group. Vitek ms kb v3.1: salmonella enterica ssp enterica. These discrepancies are due to a knowledge base weakness regarding salmonella for the kb v3.0. An improvement has been done for the kb v3.1 (for industry) for salmonella species and it will be also implemented for the next kb in development for clinical and industry. The data reprocessed with vitek ms kb v3.1 industry gave the expected results: salmonella ser. Typhi (displayed in myla as salmonella enterica ssp enterica). The subspecies or species group (salmonella enterica ssp enterica) is a single identified subspecies or species although other species are included in the identification. The other subspecies or species included in the identification are listed below for information: salmonella enterica ssp enterica, salmonella ser. Enteritidis, salmonella ser. Gallinarum, salmonella ser. Paratyphi a, salmonella ser. Paratyphi b, salmonella ser. Paratyphi c, salmonella ser. Typhi, salmonella ser. Typhimurium. Note: salmonella ser. Typhi, is included in the salmonella enterica ssp enterica subspecies or species group. There is a system limitation regarding salmonella in the kb user manual ref. (B)(4) for vitek ms clinical use v3.0: confirmation of identification by serological tests. Critical pathogens. Handle isolate with extreme caution and send to a reference laboratory for identification confirmation following your laboratory's protocol and/or country regulations. In this case, the organism was sent to a reference lab for confirmation. The most probable root causes of the identification issue encountered are non-optimal fine tuning, non-optimal spot preparation and/or the system limitation (regarding salmonella).